Manufacturer narrative:
(B)(4). The product was returned and visually checked with the following observation:- no top or bottom foams were not returned with the packaging. The blister pack was opened when received back at biomet UK. Part of the pouch seal was partly open. (Seal opened further to check extent of the open seal) no damage to blister and cardboard carton. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(6) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k051411. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the customer noticed through the blister that the packaging in not under vacuum. No patient involvement was reported.